Manufacturer narrative:
The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Event description:
Customer reported that while waiting for the replacement meter to be sent, he was unable to test and had a car accident, low blood sugar and also blackout, having experienced a loss of consciousness. It was further reported that paramedics were called, a reading of 29 mg/dl was obtained on unknown brand hcp meter and customer was treated with intravenous glucose. Customer also reported that "the paramedics wanted to transport (him) to the hospital, but he declined". There was no report of death or permanent impairment associated with this medical event.